Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to applying excessive forces during use.

Event description:
It was reported during a knee procedure, as the surgeon inserted the ar-8330h shaver hand piece, with a 3.0 sj dissector the device started making a high pitched noise. The surgeon pulled the shaver from the joint and cycled it on/ off. The surgeon re-inserted the ar-8330h into the joint the same noise was heard. When the surgeon removed the handpiece the tip was glowing red from friction. The sale rep opened another shaver (same lot) and it happened again. Additional information 8/2/2021: it was reported during a knee procedure, as the surgeon inserted the ar-8330h shaver hand piece, with a 3.0 sj dissector the device started making a high pitched noise. The surgeon pulled the shaver from the joint and cycled it on/ off. The surgeon re-inserted the ar-8330h into the joint the same noise was heard. When the surgeon removed the handpiece the tip was glowing red from friction. The sale rep opened another shaver (same lot) and it happened again. The sales rep confirmed, no debris, from the shaver the tip just began to glow red from heat. The case was completed by opening a new ar-8330h shaver and new dissector.